Manufacturer narrative:
No functional testing was performed. The customer was advised that if in tele mode the alarm would be at the central and in monitoring mode the alarm would be at the mx40.based on the information available, the cause of the reported problem was not confirmed. The customer was advised that the mx40 will only announce alms at the bedside if it was in monitoring vs telemetry mode. If in telemetry mode, all alarms will be heard at, whichever was in use, either the picix or pic classic. The customer acknowledged understanding.

Event description:
The device was in use at the time of the event. There was no report of patient or user harm.

Event description:
The customer reported that the battery died and there were no low battery alarms. Patient involvement is unknown.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.